Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and crease flat. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the patch/ shell bond edge. Device appearance a separation between the patch and the shell is observed according to qa (B)(4) it is considered a defect, an additional investigation will be opened the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge to an unidentified (tear) opening. Observed separation in the path and shell according to qa (B)(4) under the ss code is considered workmanship.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.